Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a transmitter failed error occurred. No additional event or patient information is available. Data was provided for evaluation. Data review confirmed the reported event. The root cause was determined to be a low transmitter battery that led to a transmitter failure.

Manufacturer narrative:
(B)(4).

Event description:
The complaint transmitter device was returned for evaluation. The device was visually inspected and no defect was found. A voltage test was performed and it failed. Data was downloaded previously for evaluation and it confirmed the customer complaint. The reported event of transmitter failed error was confirmed. The root cause was determined to be low transmitter battery that lead to a failure.